Manufacturer narrative:
UDI number: (B)(4). The results of this investigation concluded the carrier tube assembly had been fully inserted into the hemostasis sheath, but was in the forward-lock position; the carrier tube was moved to the full rear-lock position with no functional anomalies. The anchor and collagen were not returned; the suture distal end strands were even, consistent with cutting; the overall device condition was consistent with deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported event remains unknown. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses

Event description:
A hematoma occurred at the femoral puncture site after leaving the procedure room, following deployment of a 6f angio-seal vip vascular closure device. It is unknown how the hematoma was resolved. It was reported that hospitalization was extended due to this event.